Event description:
It was reported that, "pt had pain x-rays-showed broken cement mantle-surgeon removed-stem/head/liner and cement -replaced liner-implanted a 195x18mm conical stem and a 21 +10 cone body with a 32mm head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then, it will be submitted in a supplemental report.